Event description:
A remstar pro c-flex+ device was returned to the third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the third-party service technician observed visible foam particles and error codes e022 (e-22: err_motor_flux_magnitude), e063 (e-63: err_stuck_knob_key) and e024 (e-24: err_motor_speed_reverse) were present. In addition, there was contamination from dust. The device was scrapped after the evaluation was completed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.